Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-24. It was reported that the cause of the empty pump alarm was that the pump was programmed to 20ml, but the patient has a 40ml pump. Actions taken to resolve the issue included having the medication emptied out to see what was left and the patient still had 20cc in the pump. The empty pump alarm had resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that an 8286 empty reservoir alert/code occurred. The patient does not know why the reservoir was empty because he was not due for a refill until (B)(6) 2019, and it was last filled on (B)(6) 2019. They have been cutting back on the morphine so he can come off the oral pain medications. The pump started alarming ¿yesterday or the day before¿ prior to the call date of (B)(6) 2019. His wife thought it was his watch making the noise. Therapy was not intentionally discontinued. The patient was redirect to the healthcare professional (hcp) for a refill. There were no symptoms reported. There were no further complications reported/anticipated.